Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the parameters were off in the diagnostic mobile programmer application due to the fact that the patient connector was removed too soon at implant. Technical services advised to have the patient come in to the office to turn on the parameters to resolve the issue. The product status is still in use. No patient complications have been reported as a result of this event.